Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was removed (per patient) but leads are still remaining. Per caller, indicated the ins was removed due to "no longer working".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.